Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm is found in the formatted history file due to a software error. Device received with partial display due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure during self test while clearing the critical block and inverse critical block did not add to zero. Customer's blood glucose level was 260 mg/dl at the time of incident. Customer stated that they were able to rewind the insulin pump. The insulin pump will be returned for analysis.